Event description:
During biomed testing, the device displayed a "defib fault 72" message and a "pacer fault 116" message. Complainant indicated that there was no pt involvement in the reported malfunction.